Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The target lesion was located in the left anterior descending artery (lad) with 70% stenosis and was 28mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x32mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin, plavix, digoxin, cardizem cd, lisinopril, lipitor, metoprolol, oxy-contin, oxycodone and sl nitro prn. In (B)(6) 2012, the patient expired. The cause of death was unknown. No additional information is available at this time.